Manufacturer narrative:
The returned cable was evaluated. During evaluation the cable passed all visual and functional testing using the cirris tester. The cable failed when tested with a draeger infinity delta monitor. There was no reading, a flat pleth, no error message and no audible or visual alarms during the testing. (B)(4).

Event description:
It was reported that the customer complained of spo2 fall out on all of the different types of monitoring. The event occurs without manipulation of the sensor: no number and flat pleth-wave. The spo2 monitoring is working and suddenly there's a drop out. There is no strange behavior seen. It was not clear whether or not there was an error message and/or audible alarm. The customer is using 3 types of dräger monitoring (delta, kappa and iacs) and all of them with masimo spo2 technology. No known impact or consequence to patient.